Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the safety interlock to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that their st. Holster's locking mechanism remains open when they fire the probe. There was no patient involvement.